Event description:
It was reported that during the implant procedure, inserting leads into the pulse generator header was difficult. After applying silicone oil, the leads could be inserted into the header and the device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.